Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n320208003, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 1,800 mcg/day. The reason for use was not reported. It was reported that the patient felt under dose and over dose symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included a dye study performed today. Interventions/actions that were taken to resolve the issue included surgery was planned. The issue was not resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
The 8709sc catheter was returned and analysis found no significant anomalies. The 8575 catheter was returned and analysis found an anomaly of the non sc pump connector. Product ID: 8709sc, lot# n320208003, implanted: (B)(6) 2012, product type: catheter; product ID: 8575, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, lot# n320208003, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the symptoms were unknown and that the patient was referred for a catheter revision surgery. No further complications have been reported.